Event description:
The device was returned to the biomedical department from the obstetrics unit for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reported adverse events to a patient or the staff and no report of delays in critical therapy while the device was in clinical use. During testing at the user facility, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004/076 (less than 2.0 volts on lithium battery) service code alarm. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.